Manufacturer narrative:
The product has been requested back for investigation, and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced strong thirst, frequent urination, and feeling unwell. The customer was brought to the hospital, and a healthcare professional (hcp) initially treated them with intravenous glucose. The hcp later measured the customer's glucose level and obtained a laboratory result of 685 mg/dl. It was indicated that the hcp removed the adc device. The hcp also administered potassium, nacl solution, and insulin (dose/type unknown) for a diagnosis of diabetic ketoacidosis (dka). Furthermore, the customer stayed overnight in the hospital for observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced strong thirst, frequent urination, and feeling unwell. The customer was brought to the hospital, and a healthcare professional (hcp) initially treated them with intravenous glucose. The hcp later measured the customer's glucose level and obtained a laboratory result of 685 mg/dl. It was indicated that the hcp removed the adc device. The hcp also administered potassium, nacl solution, and insulin (dose/type unknown) for a diagnosis of diabetic ketoacidosis (dka). Furthermore, the customer stayed overnight in the hospital for observation. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced strong thirst, frequent urination, and feeling unwell. The customer was brought to the hospital, and a healthcare professional (hcp) initially treated them with intravenous glucose. The hcp later measured the customer's glucose level and obtained a laboratory result of 685 mg/dl. It was indicated that the hcp removed the adc device. The hcp also administered potassium, nacl solution, and insulin (dose/type unknown) for a diagnosis of diabetic ketoacidosis (dka). Furthermore, the customer stayed overnight in the hospital for observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were performed. However, poise voltage test was failed. Further investigation was conducted, where a visual inspection was performed on the returned de-cased sensor, and no issues were observed. To confirm the functionality of the returned sensor. Source measurement unit (smu), temperature specification and poise voltage tests would be performed. Observed sensor otp event log was full. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.